Manufacturer narrative:
Additional narrative: it was reported that following the procedure the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, and other problems related to the mesh. It was reported that the patient underwent revision of eroded mesh graft of the anterior wall, release of suburethral sling, and posterior repair with repliform graft on (B)(6) 2012 due to erosion and obstruction causing incomplete bladder emptying. (B)(4) - urinary/bowel problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.